Manufacturer narrative:
H.6. Investigation: one protector attached to a vial along with an injector was returned to our quality team for investigation. The product was visually inspected and a grey particle consistent with the rubber stopper of the vial was observed inside the vial. All product was evaluated, no defects or damage observed, the protector fit securely to the vial, and there was no damage noted on the membrane or needle of the protector. It was noted the protector needle penetrated the vial stopper off center. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time.

Event description:
It was reported that protector p28 had foreign matter in the vial. This was discovered during use. The following information was provided by the initial reporter: when the protector (p28) vial adapter was attached to the vial, the nurse spotted, that there was a piece of rubber in the liquid/meropenem vial. A small piece of grey something, looking like it was from the the top of the vial? The nurse put the product away, and started over with a new vial and new phaseal protector.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that protector p28 had foreign matter in the vial. This was discovered during use. The following information was provided by the initial reporter: when the protector (p28) vial adapter was attached to the vial, the nurse spotted, that there was a piece of rubber in the liquid/meropenem vial. A small piece of grey something, looking like it was from the top of the vial? The nurse put the product away, and started over with a new vial and new phaseal protector.